Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced the feeling of being bloated and could not breathe during dwell 1 of 5. The patient was connected to the homechoice pro device at the time of the events. Renal therapy services (rts) instructed the customer to perform a manual drain. After the manual drain was performed, the patient recovered from the event of feeling boasting and not being able to breath. The drain volume was 2217ml, the fill volume was 2000ml, the last fill volume was 0ml, and the initial drain volume 0ml. There was no report of medical intervention associated with this event. It was reported the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A short simulated therapy was successfully performed. A sample analysis was performed, and the device was found to meet specifications for the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptoms; therefore, the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.